Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an upstream occlusion alarm occurred. A review of the event history log revealed 'upstream occlusion!' Messages but they were not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device passed the upstream occlusion testing. The cause of the condition was determined to be an upstream sensor that failed calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not alarm upstream occlusion during testing at the test bench. There was no patient involvement. No additional information is available.